Manufacturer narrative:
The device was returned and the evaluation found the unit would not power on correctly due to failure of the power board. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the 4k uhd lcd monitor, monitor is not working; there was no power going into it. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it surmised that the phenomenon occurred due to faulty power supply board. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.